Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected. The reported complaint of inaccuracies cannot be confirmed as the device is no longer inserted in the patient and the receiver data log was not provided for evaluation. A root cause for the reported event cannot be determined.

Event description:
Dexcom clinical affairs personnel contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Dexcom clinical affairs personnel did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).